Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's first ins came loose after they fell and flipped. They experienced shocking sensations because of this. This occurred roughly two months following implant. They had the system removed on (B)(6) 2021 and replaced with a rechargeable ins.